Event description:
The brain of the IV pump alarmed: system error. The IV drips were: neosynephrine and potassium phosphate, d5ns (dextrose 5% and normal saline) with 20 meq of kcl (potassium chloride), and also a normal saline drip was infusing. The IV pump was changed out. There was no patient error.biomed is working with the manufacturer on the evaluation of these devices.